Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and medical treatment. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 314 to 297 mg/dl (17.426 to 16.483 mmol/l) and 260 to 241 mg/dl (14.429 to 13.375 mmol/l) after wearing the pod longer than 48 hours on the abdomen. It was also reported that there were metabolic consequences and medical treatment provided due to the incident. No further information provided.

Manufacturer narrative:
The returned device was evaluated and found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The alarm indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to high bg levels or a communication error. A root cause could not be determined.